Manufacturer narrative:
The hospital has provided the serial numbers for all of the sm204 m-series w/big wheel model stretchers used at the facility, but have not kept records of which of these serial numbers have actually had the reported issue with the fowler. The hospital maintenance team performs the repairs. Gas spring trip, fowler.

Event description:
It was reported that the fowler gets stuck while engaging the handles. There was no pt involvement or adverse consequences.